Manufacturer narrative:
D1 (brand name) has been updated. E4 (reporter also sent report to FDA?) Has been updated to "unknown". Major bleed/hematoma/asae: no product returned. The cause of the access site adverse event was not determined due to insufficient clinical details. Inflammation: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery for the 77-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the cp being placed the team was on inotropes, vasopressors, and was on a vent for respiratory needs. The patient presented with a known hydrocele with swelling in the scrotum area, and any other medical history was not shared. The access site developed a hematoma and sent the patient for imaging to evaluate for a retroperitoneal bleed. On the next day the patient had continued bleeding and the team gave 2 units of blood to treat the access site. The pump remains on despite the injury. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.